Event description:
It was reported that the patient underwent a surgical procedure to treat stress urinary incontinence and pelvic organ prolapse on (B)(6) 2004 and mesh was implanted. The patient experienced pain, erosion of internal bodily tissue and other injuries and has undergone additional surgeries and revisionary procedures including a repair surgery on (B)(6) 2007. No additional information is provided at this time.

Manufacturer narrative:
Date sent to FDA: 05/18/2016. It was reported that following insertion the patient experienced urgency, frequency and burning. (B)(4). Additional information: age at time of event, other relevant history.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a cystoscopy and removal of mesh graft on (B)(6) 2007 due to vaginal erosion, pain, infection and bleeding.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.